Event description:
It was reported that during the middle of the da vinci prostatectomy procedure, the washer of the maryland bipolar forceps instrument fell inside of the patient's pelvic cavity while the surgeon was attempting to dissect the nerve bundle. The washer was immediately retrieved using a large needle driver instrument. The maryland bipolar forceps instrument was removed and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
He instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one of the distal idler pulleys (which the customer referred to as the "washer") slipped off of the distal clevis idler pin. The pulley was returned with the instrument. Further engineering evaluation discovered that the idler pin appears to have a non-uniform swage, with one section not mushroomed out, reducing the swage diameter of the pin. As a result, the pulley may have had room to slip out of the pin. It was also observed that the other idler pin had a similar section that was not mushroomed out, although it appears that more material was displaced in this pin. It was determined that assembly error most likely contributed to the customer reported failure mode. Per the case notes, the detached instrument component was successfully retrieved from the patient.